Manufacturer narrative:
(B)(4). Evaluation summary: the stent was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience xpedition everolimus eluting coronary stent system instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the noted stent damages (stretched and smashed struts) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, soft plaque, 99% stenosed right coronary artery (rca). A 3.50 x 38 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, crossed and while trying to position the stent implant in the lesion, it was observed that there was no stent implant on the sds. The sds was removed from the anatomy and it was discovered that the stent implant had dislodged during preparation and was found inside the protective sheath. A 3.50 x 23 mm xience alpine stent implant was successfully deployed to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.